Event description:
As reported by a field clinical specialist (fcs), during a tavr procedure with a 26mm sapien 3 ultra valve in the aortic position, after the valve had been deployed, the commander delivery system balloon did not fully deflate despite troubleshooting maneuvers. It was decided to disconnect the atrion and a 60cc syringe was connected, and the balloon was able to be completely deflated. The approximate time of deflation was 60 seconds. Upon removal, there were no kinks noted and the device was not torqued during the procedure. Once the balloon was deflated and removed from the body, the physicians tested the balloon on the back table, and it acted completely normal when inflated and deflated with both the 60cc syringe and the atrion device. There were no visual abnormalities seen on the atrion device. The patient anatomy is described as ''straight arteries''. The ratio of contrast to saline in the inflation medium was 85/15. The characteristics of the implant site were tricuspid valve with moderate leaflet calcification. No cine images were able to be obtained. The devices were discarded.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device was discarded.

Manufacturer narrative:
The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The complaint for difficulties deflating the delivery system balloon was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. In addition, a review of the device history records and lot history was unable to be performed as the device lot information was not provided. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, a review of IFU/training materials did not reveal any deficiencies with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Per report, ''once the balloon was deflated and removed from the body, the physicians inflated the balloon on the back table, and it acted completely normal. The test included both inflation and deflation and performed with both the 60cc syringe and the atrion device. There were no visual abnormalities seen on the atrion device.' As the event description stated that there were no abnormalities observed when the physicians inflated and deflated the balloon on the back table, it is possible that patient/procedural factors contributed to the complaint event. However, without applicable patient/procedural imagery or return of the complaint device, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no device problem, manufacturing non-conformance or labeling deficiencies were identified during this evaluation, no corrective or preventative action is required.